Event description:
It was reported that the patient experienced pain in the device pocket area. It was also reported that the right ventricular lead was showing noise and having issues with sensing. The lead was programmed unipolar, and the lead and device will be explanted and replaced. No further patient complications have been reported as a result of this event. It was also noted that the lead was fractured. The lead was removed and replaced.

Event description:
It was reported that the patient experienced pain in the device pocket area. It was also reported that the right ventricular lead was showing noise and having issues with sensing. The lead was programmed unipolar, and the lead and device will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.